Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 600 mg/dl. Customer had blood glucose level of 290 mg/dl. Customer was treated with insulin pump. Customer was alleging insulin pump for under delivering because customer did bolus multiple times. Customer stated that there was no air bubbles and leak. Customer stated that the insulin pump passed self test and displacement test. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with missing display window/cover, cracked keypad overlay, cracked case (battery tube), and cracked case-corner of belt clip rails. Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).